Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of occlusion in the tubing which led to rise in blood glucose level. Patient's blood glucose level at the time of event was 885 mg/dl therefore, patient bolused via the pump. Patient was taken to the emergency room and was subsequently hospitalized for two days. Patient tested positive for ketones. At the hospital patient was treated with IV and fluids of saline and insulin. No further information available.